Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint history for this product was not performed because the part and lot numbers were not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported failure to deploy. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to the failure to deploy include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
User facility medwatch [mw5159024] states: at the end of a transfemoral tavrcase flow was noted to be "sluggish" and there was a small area of extravasation noted when looking at the angiogram for access. The team stated that the per-close device was unable to be deployed due to the patient's heavily calcified access area. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b) (2).